Event description:
Info received indicates the head section will not rise.

Manufacturer narrative:
The technician found the gasket was not seated properly on the CPR valve. The technician replaced the CPR valve to repair the bed.